Event description:
It was reported that the customer had a battery cap anomaly on the insulin pump. The customer's blood glucose level was unknown. The customer stated that they were not able to remove tha battery cap. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump. The patient was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Stripped battery cap coin slot noted. Pump was monitored for 1 day. All operating currents tested within spec range. No unexpected weak battery alarms noted. However severely corroded battery tube and battery cap contact noted. Minor scratches on lcd window, cracked reservoir tube lip, minor scratches on reservoir tube window and cracked battery tube threads.